Event description:
It was reported that the pump touchscreen was heavily scratched, causing the screen to be hard to read and delayed in responding to touch inputs. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.